Manufacturer narrative:
Upon power up, the cycler ¿ok, stop, and up/down arrows push buttons illuminated, however, the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to a burnt transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. The cycler passed load cell verification an internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank upon power up. The power cord was properly connected in both ends. The cycler was rebooted and the ok and stop buttons lit up, however, the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reverted to manual supplies to complete their treatment. There were no adverse events, injuries, or medical intervention required as a result of the event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.